Manufacturer narrative:
Patient information unknown. The 510k: this report is for an unknown elastic nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient code: the reported event required medical/surgical intervention to preclude permanent damage to a body structure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: weiss, jm. Et al (2009), complications with flexible nailing of femur fractures more than double with child obesity and weight >50 kg, journal of child orthopedic, vol. 3, pages 53-58 (united states of america). The purpose of this retrospective study is to examine whether obesity, defined as bmi > 95th percentile, and/or weight correlates with an increased rate of complications after titanium elastic nailing for femur fractures in children. Between 1998 and 2003, 71 patients (51 male and 20 female) with the average age of 9 years and 3 months (range, 4-15 years) who had diaphyseal femur fractures were treated with unknown synthes flexible titanium intramedullary nail. Children who placed over the 95th percentile were considered ¿obese.¿ those between the 85th and 95th percentiles were considered ¿at risk of obesity, ¿ 5th to 85th as ¿healthy weight,¿ and those below the 5th percentile were considered ¿underweight.¿ the following complications were reported as follow: a (B)(6) child with 106 cm in height, (B)(6) and 68th percentile had exposed hardware requiring hardware revision. A (B)(6) child with 123 cm in height, (B)(6) and 84th percentile had wound infection treated with oral antibiotics. A (B)(6) with 127 cm in height, (B)(6) and 89th percentile had hypergranulation tissue treated with silver nitrate. A (B)(6) child with 158 cm in height, (B)(6) and <1st percentile had wound infection treated with oral antibiotics. A (B)(6) child with 138 cm in height, (B)(6) and 64th percentile hypergranulation tissue treated with silver nitrate. A (B)(6) child with 155 cm in height, (B)(6) and 1st percentile had nonunion. The fracture was kept non-weight-bearing and was placed in a knee immobilizer. A (B)(6) child with 135 cm in height, (B)(6) and 97th percentile had heel ulcer. This was treated with wound care and by unloading the heel. A (B)(6) child with 149 cm in height, (B)(6) and 82nd percentile had wound infection treated oral antibiotics. A (B)(6) child with 160 cm in height, (B)(6) and 44th percentile had nonunion. The fracture was kept non-weight-bearing and was placed in a knee immobilizer. A (B)(6) child with 134 cm in height, (B)(6) and 98th percentile had ulcer from fracture brace. This was healed after modifications were made to the brace. A (B)(6) child with 134 cm in height, (B)(6) and 99th percentile had re-fracture requiring open reduction internal fixation (orif). A (B)(6) child with 135 cm in height, (B)(6) and 99th percentile had postoperative peroneal nerve palsy. A (B)(6) child with 157 cm in height, (B)(6) and 99th percentile had nonunion. The fracture was kept non-weight-bearing and was placed in a knee immobilizer. A (B)(6) child with 181 cm in height, (B)(6) and 97th percentile had prominent hardware. A (B)(6) child with 123 cm in height, (B)(6) and 71st percentile had prominent hardware. A (B)(6) child with 152 cm in height, (B)(6) and 13th percentile had proximal nail exiting lesser trochanter. This report is for an unknown synthes flexible titanium intramedullary nail. This is report 3 of 6 for (B)(4).